Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the home remote monitoring system for this device indicated a potential device issue. The patient was directed to contact their physician. The device remains in service. There were no adverse patient effects reported.